Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was having a nightmare and could not wake up. The customer went low and paramedics had to be called. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer reported that their pump got wet and had unresponsive buttons. The insulin pump will be returned for analysis.